Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker showed a remaining longevity of 5.5 years, after nine months of implant time. It was noted the patient was in atrial tachycardia (at) and atrial fibrillation (af) 43% of the time. Device data was submitted to technical services for review. Data analysis confirmed the higher than expected power consumption was due to the frequency of the at/af burden and high rate atrial sensing. Technical services discussed programming the device to a non-tracking mode (atrial sensing off) to reduce the power consumption. The observed behavior was normal device operation. No adverse patient effects were reported. The device remains implanted and in service.